Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/19/2018 that on (B)(6) 2018, that the patient reported that the app is not responding. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be determined. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of the app not responding was not confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that the app is not responding due to the app being in warm up phase, displayed for the last two days, count down does not move and pt is unable to stop sensor session.